Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users experienced slowness while logging into the station. A field service engineer worked with the customer and changed the duplex speed from full 100 to half 100, which significantly improved login speed. The customer tested and verified the login performance on the station. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, users experienced slowness while logging into the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.